Event description:
Healthcare professional reported implant leakage, rupture, seroma, capsular contracture baker grade iii and suspicion of bia-alcl via MRI and ultrasound. This record is for a left side. Device was explanted.

Manufacturer narrative:
This is a follow up for emdr 2676043. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, capsular contracture baker grade iii.